Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported abnormal altitude condition prior to the alarm. Blood glucose was 400 mg/dl. Reportedly, customer reattached the cartridge and resumed insulin delivery successfully.